Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of uterus, entire cervix and essure). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adenomyosis to be related to essure. The reporter commented: due to placing the foreign-body materials, her uterus was so badly harmed that it had to be removed, as did the entire cervix, because of adenomyosis that was caused by the foreign-body materials. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (removal of uterus, entire cervix and essure). Essure was removed. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adenomyosis to be related to essure. The reporter commented: due to placing the foreign-body materials, her uterus was so badly harmed that it had to be removed, as did the entire cervix, because of adenomyosis that was caused by the foreign-body materials. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.